Manufacturer narrative:
H6: work order search - no similar complaints, claim # (B)(4).

Manufacturer narrative:
Additional information: b5: "the reporter indicated the surgeon attempted to implant a 12.6mm vticm5_12.6 implantable collamer lens of diopter -10.0/+5.0/089 (sphere/cylinder/axis) when the lens tore/broke during the injection/delivery into the eye. The lens was not implanted. There was patient contact but no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem was resolved. The cause of the event is unknown." Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+1.0/089 (sphere/cylinder/axis), and the lens tore during delivery. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. The lens was discarded.